Event description:
When drawing labs with a stop cock and empty syringe, air leaked through baxter interlink injection site cap into the stop cock. Air bubbles were then drawn into the empty syringe where I was trying to draw blood. I had to use a new syringe to draw the blood and I replaced the cap and saved it for biomed.